Manufacturer narrative:
(B)(4). The device was received with no apparent damage. It was connected to a generator, evaluated with a test instrument and resulted in "reactivate" alert screen displayed by the generator. The instrument was disassembled to perform an internal electrical test that revealed a hand activation to power short circuit condition at the cable level , affecting the functionality of the handpiece. In addition the moisture indicator was positive. The handpiece has a number of seals to prevent fluids from entering the housing. "Positive moisture indicator¿ describes a condition where water enters the handpiece cavity during the steam sterilization process. The primary path of ingress is the distal seal, this may be caused by a reduction of the compressive force on the distal seal. However no definitive root cause could be drawn. The batch history records were reviewed and the manufacturing criteria were met prior to the release of the batch.

Event description:
It was reported that during an unknown procedure the handpiece was heating. More than 80 use left. Another device was used to complete the case. No patient consequences.